Event description:
It was reported that the patient requires a second revision surgery due to ongoing discomfort experienced with a stryker ceramic femoral head & socket. The second revision is scheduled for (B)(6) 2025. The patient's initial implant surgery was in (B)(6) 2019 and the first revision was performed in (B)(6) 2024. It was further reported that during the first revision, the surgeon replaced the accolade head with a stryker ceramic femoral head and a new socket. The original stem from 2019 was not replaced.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient requires a second revision surgery due to ongoing discomfort experienced with a stryker ceramic femoral head & socket. The second revision is scheduled for (B)(6) 2025. The patient's initial implant surgery was in (B)(6) 2019 and the first revision was performed in (B)(6) 2024. It was further reported that during the first revision, the surgeon replaced the accolade head with a stryker ceramic femoral head and a new socket. The original stem from 2019 was not replaced.

Manufacturer narrative:
Reported event: an event regarding pain involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: the head was returned for evaluation. Explantation damage observed on the surface of the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.